Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insula insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. The instrument was found to have a mechanical indentations on the yaw pulley. One side of the yaw pulley mechanical indentations caused the damage to the conductor wire insulation. The instrument was found to have a frayed grip cable at the yaw pulley. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found indentations on the yaw pulley caused the grip cable to be frayed. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the customer noticed that the fenestrated bipolar forceps instrument had a broken conductor wire. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the issue was identified prior to reprocessing. The wire was exposed due to damage insulation but there was no loss of cautery associated with the damaged cable. The reporter did not have the instrument's batch sequence number. There was no report of fragment falling into the patient during its previous procedure. The instrument did not collide with other instruments or tools during the procedure. The instrument was not inspected after the previous procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. The instrument was found to have a mechanical indentation on the yaw pulley. One side of the yaw pulley had mechanical indentations caused the damage to the conductor wire insulation. Also, the instrument was found to have a frayed grip cable at the yaw pulley. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found indentations on the yaw pulley caused the grip cable to be frayed. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation. Furthermore, the probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.